Manufacturer narrative:
The pump was received with intermittent frozen display, no button response, and constant audio alarm tone, problem isolated to the motherboard. The displacement test was unable to be performed due to frozen display. The pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call of button error on their insulin pump, and a continuous low noise with full circle on display. The customer's blood glucose at the time was 181 mg/dl. The customer states there were not alarms present, but the button are unresponsive, and the device is stuck in reboot screen. Troubleshoot was conducted. After removing and reinserting the batteries, the constant tone was cleared, but the buttons remained unresponsive. The customer was advised the pump would have to be replaced and returned for analysis.